Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not received.

Event description:
It was reported to sientra that a patient experienced a left-side ruptured implant. The reported issue was discovered during surgery. At this time, no additional information has been provided regarding patient injury or harm.